Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 11 months and 4 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to fatigue and hematuria. Prior to admission, the patient's inr was reportedly low for a few weeks and was treated with coumadin and lovenox. Upon admission, the lactate dehydrogenase (ldh) level was 3750 u/l. Despite receiving a blood transfusion and the initiation of heparin and integrilin infusions, the patient's ldh continued to rise. A pump exchange was performed on (B)(6) 2015.

Manufacturer narrative:
The evaluation of the returned pump revealed two flat, tissue-like depositions on the rotor body, situated within two of the rotor pathways. Although, their specific origin could not be determined, the depositions did not appear to have originated in this location. The depositions showed darker areas of potential denaturation, indicating that they were likely present in the pump for an undetermined amount of time while the pump was operating. Additionally, small, white, tissue like depositions were present on the proximal side of the outlet stator, situated adjacent to the outlet bearing ball. The depositions lacked lamination and denaturing, and did not appear to have originated in this location. Their specific origin could not be determined. The observed depositions would have potentially contributed to the reported hematuria and elevated lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.